Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On 2014 (B)(4), rv defibrillation coil lead impedance measured 136 ohms (had been trending in the 60 ohm range).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance spikes. The physician reseated the lead in the device header block and all parameters were "within acceptable limits." Four days later an alarm occurred and the rv lead had high impedance. The physician replaced both the rv lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).